Event description:
Intraoperatively while under microscope, the surgeon using pituitary from metrx instrument tray and the top portion of the jaw of the pituitary broke off in the patient. Surgeon able to locate piece under fluoro guidance and remove it.